Event description:
During a check-out procedure at the manufacturer's service center, the device failed test steps during testing. The device was not in patient use. The device's active exhalation control module was replaced to address the issue.